Event description:
Patient had silicone mcp prosthesis revised.

Manufacturer narrative:
Patient had silicone mcp prosthesis revised after 3-4 years of implantation. Company report form indicates prosthesis was fractured.